Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issues. In addition of the above evaluation, dirt was found to have clung to the muffler. Therefore, the muffler assembly was replaced. Any anomaly such as disconnection had not occurred but the plug was found to have deformed. Therefore, the ac power cord was replaced, , which was not related to the malfunction/issue.